Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 1/2 was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 1 of 2. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power on the hc to the se 2367, and cycle the power on the hc again to the press go to start display. The tsr explained the alarms and the registered nurse (rn) stated that there were no signs of any leaks and the hp did not disconnect that night. There were no wet lines and the spare line clamps were closed off. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis registered nurse (pdrn) the next morning. The hp was to finish that night's therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.